Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, damage of tube near the pump.

Event description:
Additional information received indicated the reservoir was left in the patient.

Manufacturer narrative:
A titan otr pump was received for evaluation. Examination and testing of the returned component revealed a separation within abrasion in the longer exhaust tube of the pump. Testing revealed this to be a site of leakage. The separation appeared to be rough and irregular, indicating sufficient stress(s) was exerted to separate the site. Surface abrasion was noted on the shorter exhaust tube, the inlet tube and all strain relief of the pump. Based on previous quality simulations, quality concluded that while in-vivo both the exhaust tubes and inlet tube positioned themselves in such a way that caused them to overlap and abrade against one another. Quality further concluded that this positioning, in combination with device usage over time, could contribute to sufficient stress(s) to separate the exhaust tube of the pump at this site. A separation of this type would then allow the loss of fluid, making the device inoperable. Quality reviewed the manufacturing records for this device and confirmed that there were no discrepancies that would have contributed to this complaint and verified that the devices from this lot met all specifications prior to release. Review of nonconforming reports revealed no nonconformance with this lot that would have contributed to the event. A review of the complaint database revealed no significant trends in complaints of this type for lot 3383092.